Event description:
New information received notes lead was capped and replaced.

Event description:
It was reported that the patient presented for routine follow-up. Upon review of vt/vf episodes, noise was noted on the ventricular channel. The noise could not be reproduced with provocative testing and pocket manipulation. The physician suspected lead damage, but fluoroscopy images were inconclusive. All electrical values were good. Lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.